Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that the tip of the xen 45 gel stent needle was "broken off" during attempted implantation. No patient injury occurred and a backup device was used.